Event description:
Paramedics attended to a pt in cardiac arrest. CPR and drug therapy was administered however the pt did not respond and was said to have an asystolic heart rhythm. Reportedly pacing therapy was attempted however a leads message was observed and the pt could not be paced. The pt was transported to the hosp said to have been less than 5 mins away. Resuscitation therapy was continued however the pt was not revived. The operator indicated the device did not cause or contribute to the pt's death. The opinion was based on lack of pt viability. The operator also indicated the pt had excessive chest hair and did not receive any skin preparation before pacing therapy was attempted.